Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with arm movements. All over electrical measurements were in range. The lead was reprogrammed. The patient would continue to be monitored normally.